Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted "cell growth and migration from anterior capsule onto anterior lens surface. Additional information was received from the surgeon, who stated a yag capsulotomy was performed to treat the event. He reported the event has resolved. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information and a completed questionnaire was received on (B)(4) 2012. (B)(4).